Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with chest pain, no other symptoms, the right ventricular lead had dislodged. The lead was repositioned successfully right ventricular lead dislodged. The pain immediately was resolved, the patient was stable.